Event description:
Discordant results were obtained on sixteen patient samples on an immulite 2000 xpi instrument. The samples were tested for syphilis, igm antibodies to viral capsid antigen of epstein-barr virus (vca igm), calcitonin, anti-cyclic citrullinated peptide igg (accp), and allergy screening for qualitative detection of ige antibodies specific to inhalant allergens as an aid in the differential diagnosis of atopic allergy (alatop). Three discordant results are known to have been reported to the physician(s), and the corrected reports were issued. It is unknown if discordant and corrected results were reported for the other thirteen samples. All samples were repeated; it is unknown whether the samples were repeated on the same instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) after observing clot detection errors. A siemens technical application consultant was dispatched to the customer site, where it was discovered that the water tubing connector was not properly connected to the bottle. The customer connected the water tubing to the water bottle correctly, which resolved the issue. The cause of the discordant results was due to the water tubing connector not being properly connected to the bottle. This instrument is performing according to specifications. No further evaluation of the device is required.